Manufacturer narrative:
(B)(4). A picture of the event set was received from the customer, the event set will not be returned for evaluation. An unused set from lot #14016645 will be returned for evaluation. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported tpm leaked from a crack in the accuslide during an infusion. The tpn was started at 5 pm and the leak was identified the following morning. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.